Event description:
Stripping of the greater saphenous vein to the knee and tipp were performed on the pt's right leg. The trivex blade perforated the skin of the medial proximal thigh. The resulting wound was closed with a suture. The pt was seen for follow-up on march 24 and april 28 and threre were no complications associated with the skin perforation.